Event description:
It was reported that occlusion alarms occurred, with customer's blood glucose level reaching 542 mg/dl. The elevated bg was addressed by a correction injection via manual insulin therapy. Customer addressed issue by changing supplies as necessary and resumed insulin therapy. Technical support was unable to determine the cause of the occlusion as customer declined further troubleshooting steps.